Event description:
A surgeon reported a system message was displayed and no aspiration was available at the beginning of a procedure. A new cassette was used and the surgery was completed successfully. There was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).